Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x 200mm, 150cm catheter was selected for angioplasty to treat peripheral arterial disease. Upon insertion, the balloon ruptured before it had even been inflated. The balloon was removed successfully from the patient without sequelae.

Manufacturer narrative:
B3 (date of event) is approximated based off the aware date.

Manufacturer narrative:
B3 (date of event) is approximated based off the aware date. Device eval by manufacturer: this ranger drug-coated balloon device was received for analysis with a guidewire inserted in the device. Visual and tactile examination found the shaft to be detached approximately 1800 mm distal from the distal end of the strain relief. The shaft was noted to be accordioned and damaged at more than one location along the length of the device. The part of the shaft that was detached had the balloon, markerbands and tip attached and was not returned with the device, therefore, the balloon rupture cannot be investigated. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x 200mm, 150cm catheter was selected for angioplasty to treat peripheral arterial disease. Upon insertion, the balloon ruptured before it had even been inflated. The ballon was removed successfully from the patient without sequelae.